Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, air voids between shell and gel and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: wear abrasion. Based on the device analysis the final assessment is: the crease/folding of implant, wrinkling and deformation condition that were indicated in the complaint were observed, nevertheless are not considered a workmanship, since the device was explanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation were capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the left side capsular contracture baker grade IV, "device was found to be misshaped, rippling and creases". The device has been explanted.